Event description:
Saf-t clik did not lick into place when it was pulled out. The vacutainer holder part with needle came out and needle scratched arm of phlebotamist for approx 4 inches. Phlebotomist seen in ER at the hosp for needlestick exposure.